Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 11:54:06 to (B)(6) 2019 at 08:24:39, per the timestamp. Low speed events were captured on (B)(6) while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on 8/8/2019. The approximately 21" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair no alarms were reported, and the patient was sent home on an ungrounded patient cable. Around 01:00 on 8/9/2019 the patient heard a beeping sound and saw a low flow alarm on their controller. The patient called the hospital and it was later determined that the low flow alarm was during the external driveline repair. The patient was placed on batteries and has not heard the beeping sound since. The patient remains ongoing on the heartmate ii lvas and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was in clinic and having speed drops. The log files reviewed by tech services show several low speed advisory events. This type of behavior has been linked to potential issues with the percutaneous lead. On 08aug2019 tech services arrived onsite to perform a driveline repair and replaced the maximum external portion of the driveline. The patient went home on an ungrounded cable. While patient was at home, patient heard an alarm and saw low flow on his controller and called the hospital. Patient switched to batteries. Alarm resolved.